Event description:
Reporting status: serious injury/ medical intervention. Reporting rationale: dissection, requiring medical intervention to prevent permanent impairment or injury. Device issue: no device malfunction has been reported. It was reported via a trial that the 2.75 x 28 mm xience v stent was deployed in the mid rca lesion and a dissection occurred in the proximal rca which was treated with another stent. No additional event or patient information is available.